Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, the cgm was alerting for "low". The patient did not have any symptoms so they checked a finger stick and it was, "high". The tandem pump stopped giving insulin. They turned off the pump and tried calibrating the cgm by entering 600mg/dl, but it would not correct. They turned the cgm off and proceeded to rely on the bg readings. They administered correction dose with an insulin pen. The patient started vomiting and felt tired. The parent took the patient to the hospital where she was admitted. Bg testing was done but the parent could not recall the value. The patient was given humalog. Tests were done to check ketones and sugar level. The patient was discharged after 3 days. Her bg was 128mg/dl when she was discharged. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.